Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that¿the site was getting an ubuntu error. They tried to reset the error but the system was then unresponsive. Rebooting the system did not resolve the issue and the we could not get the system past the error page. No patient was present.